Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the issue was caused due to expired life expectancy of printed circuit board, the supply pressure sensor does not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that high flow insufflation unit had a change printed circuit board and software update. There were no reports of patient harm.